Event description:
It was reported that during a robotic laparoscopic extended right hemicolectomy procedure, the arm cart assembly lost power. The cable was wiggled and reconnected, and the arm cart assembly powered up properly without further issues. There was delay of thirty minutes in the procedure. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field. Review of the field service notes indicated that the logs for the arm cart assembly were analyzed in the field. The logs indicated that the hybrid cable to the arm cart was removed from the tower power supply controller (tpsc), which caused the sudden power loss behavior. The sockets on all the arm carts and the hybrid cables were inspected and no damage was observed. The connections of all the hybrid cables to the arm carts were secure. The issue could not be reproduced. The arm cart was tested and no faults were identified. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a maintenance issue associated with an improper connection of the cable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Preliminary device evaluation: medtronic led an evaluation of the field service notes for the reported arm cart assembly (aca). Review of the field service notes indicates that review of the log files shows that the hybrid cable to the aca was removed from the tower power supply controller (tpsc) which caused the sudden power loss behavior. The sockets on all acas and the hybrid cables were inspected and no damage was observed. The connections of all hybrid cables to the acas were secure. The fault could not be reproduced under normal force when attempting to remove the hybrid cable. The aca was tested as part of the system and no faults were identified. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic extended right hemicolectomy procedure the arm lost power. The cable was wiggled and reconnected, and the arm powered up properly without further issues. There was delay of 30 minutes in the procedure. There was no patient injury.